Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was offline in remote smart service. The field service engineer was able to get remote smart service to function, the technical support specialist determined it to be a client network issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es was offline in remote smart service. The customer is having to add patients manually and the issue is causing an interruption to patient care. There were no adverse events or injuries reported based on this incident.